Event description:
The customer provided additional information as follows: there was no chemotherapy exposure to the patient or to the nurse. The healthcare provider was wearing nitrile gloves. Upon moving the tubing from one IV pole/hook to another, the nurse was able to step away and not get anything on her. Chemotherapy drug was wasted and new bag needed to be remade. The chemo spill cleaned up per facility protocol. There was no blood loss or bleed back.

Manufacturer narrative:
The complaint on the ch-12 could not be confirmed by investigation. No product samples, pictures, or videos were received for investigation. Without the return of the used sample a comprehensive failure investigation cannot be performed and a cause cannot be determined. The customer stated that no sister samples are available for return. The device history record could not be reviewed because the lot number is unknown. Additional information can be found in b5.

Manufacturer narrative:
The device is not available for investigation as the customer has discarded it. Without the return of the device, a probable cause is unable to be determined. If additional information or if a device later becomes available, supplemental vigilance report(s) will be submitted at that time.

Event description:
The complaint/event occurred on an unspecified date and involved a chemoclave® bag spike with additive port dry spike. It was reported that the additive clave side port broke off resulting in a chemotherapy spill during patient use. No further details are available at this time.